Manufacturer narrative:
The reported issue of dim segments was confirmed on 14 out of 14 returned boards. Visual inspection of each board was performed and no damage, corrosion or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 14 out of 14 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations CAPA fi-2015-0139 identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification (pcn-2524) was issued to improve the manufacturing process. Only assembly display boards were returned for investigation.

Event description:
It was reported that (14) display boards were received. The customer confirmed that the display boards had dim segments, there was no patient involvement .

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (14) display boards were received. The customer confirmed that the display boards had dim segments, there was no patient involvement .